Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. A replacement pendant for the system was shipped to the site. Issue resolved. No further issues were reported. Related information to this event was previously reported in manufacturer report # 1723170-2017-02418.

Event description:
Medtronic received information regarding an imaging system event having occurred outside of procedure. It was reported that the pendant did not work. No patient present.

Manufacturer narrative:
Correction: UDI number was previously filed incorrectly. System UDI number should read (B)(4).